Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed due to what appeared to be an improper assembly of the device. The two-piece connector for a groshong nxt 4 fr single-lumen PICC was returned for investigation. The connector was received assembled. The printing on the extension leg was partially worn and residue was observed within the extension leg tubing, which indicates that the sample was used. A 41cm section of catheter tubing was received separate from the assembled connector. The catheter contained the 3-position valve and black plug at the distal end of the catheter. Residue was observed within the 4 fr groshong tubing and on the external surface of the proximal 7.5cm section of catheter. Tensile weakness was observed in the proximal 3.5cm of the catheter. A microscopic examination showed no 4 fr tubing within the distal connector. The lack of tubing within the distal connector suggests that the connector was assembled without the catheter fully advanced on the metal stent of the proximal connector. The connector was disassembled. An attempt was made to advance an unused 4fr groshong catheter through the distal tip of the distal connector, but the catheter would not fit, suggesting that the securement mechanism had been activated within the distal connector. The securement mechanism was deactivated in order to advance the proximal end of the catheter through the distal connector. The catheter was assembled onto the metal stent and the connector was locked together. After the catheter and connector were properly assembled, a functional test confirmed that the catheter would not detach from the connector. Pulling on the catheter caused the tubing to break distal to the connection site. The catheter did not pull out of the connector. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt until it butts up against the colored plastic body, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. It appeared that the reported disconnection occurred during use due to an improper assembly of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter fell out from around the connector. The catheter was inserted in the right forearm and used for drip feeding. The patient stated he had not pulled on the catheter. The catheter was allegedly not covered by the dressing material though statlock was used for the fixation of the catheter. No patient injury was reported. 09/25/2017 new information was received from the facility. It was turned out that catheter disconnection was not occurred. The subcutaneous leak was found when the catheter was flushed with normal saline. Then, the nurse misunderstood about the cause of the leak as the catheter disconnection from the connector. The doctor who removed the catheter from the patient body told that the catheter was connected to the connector when the catheter was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the catheter fell out from around the connector. The catheter was inserted in the right forearm and used for drip feeding. The patient stated he had not pulled on the catheter. The catheter was allegedly not covered by the dressing material though statlock was used for the fixation of the catheter. No patient injury was reported.